Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It is reported that a customer's son received a 2.7 units of insulin automatically form his insulin pump with out the users control. The patient did not program the insulin pump to receive that dosage of insulin at that time. The patient's blood glucose was not recorded. Customer was helped with displacement verification test, and priming. Bolus was also programmed but not delivered. The customer said that they will download the pump and call us back. No further information was provided